Event description:
Caller reports that she obtained results of 286 mg/dl on one vial of strips and changed to a new vial of strips to received a result of 74 mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect deivce and replacement was sent.

Manufacturer narrative:
Vial of strips producing 74mg/dl results: 548996, 04/30/2007, 2030381.